Event description:
It was reported that the patient's home was struck by lightning. The transmitter exhibited a power surge and would not power on. Evidence of charring was noted on the metal prongs. The transmitter would be returned and replaced.

Manufacturer narrative:
Final analysis found burnt components on the main circuit board of the transmitter which caused the reported inability to power the transmitter. The power cord of the ac adapter was cut, exposing wire. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.